Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose of 64 mg/dl after announcing a meal based on portion size rather than carbohydrate content; the low was treated with oral glucose solution and glucose returned to range, and the agent provided troubleshooting and education on correct meal announcement and infusion set timing. Symptoms included hypoglycemia. Outcomes included resolution of the low without emergency care or hospitalization. Investigation included a review of use error and user training. Investigation of this case revealed user technique issues related to carbohydrate announcement and infusion-site change timing, with device performance otherwise within expected operation and no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to user technique factors and not a confirmed device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.